Event description:
It was reported that the patient had complete heart block and fell and fractured a rib due to dislodgement of the right ventricular(rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5086mri implantable pacing lead 2013-(B)(6). (B)(4).